Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that patient name was not appearing on the station. A field service engineer (fse) confirmed that the patient¿s name was showing now hence no action required to resolve the issue of the case. The system functioned as intended after the field service engineer investigated this issue of the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient's profile does not appear on the station. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.